Event description:
The single trigger rotary was sent for service and during failure analysis it was noted that the device ran in forward while in reverse mode. There was no patient involvement and no adverse consequences associated with the device.